Manufacturer narrative:
Concomitant medical devices: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported that the device stopped working following a fall. The patient reported that the device was replaced (B)(6) 2012 due to the lead. She had fallen on the lead and it was not working. The patient stated that "when they took the lead out it was bent." It was additionally reported that the patient recovered completely. No relevant patient history was reported.